Event description:
On 04/27/(B)(6) unspecified date was 600 mg/dl with excessive urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported the patient overrode the pump¿s dosage recommendation from the bolus calculator feature and manually miscalculated the dosage. It was determined that the following diabetes management issues contributed to the alleged hyperglycemia: significant weight change without adjustments to insulin regimen; change in stress level; and signs/symptoms of illness (not caused by bg excursion). The patient was referred to a healthcare provider for diabetes management. This complaint is being reported because the alleged hyperglycemia was attributed to a use error.

Manufacturer narrative:
The device has not been requested for return to animas.

Manufacturer narrative:
Follow-up #1 date of submission 07/22/2015-product analysis: the device was returned and evaluated by product analysis on 07/08/2015 with the following findings: no abnormal behavior was observed in pump¿s black box. Review indicated a reboot event occurred on 04/19/2015 at 1713; the pump¿s time and date were not set following the reboot. The total daily dose history indicated the user programmed basal rates were delivered. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Unrelated to the complaint, a battery compartment crack was observed. The pump¿s passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.